Event description:
It was reported that when the device switched from managed ventricular pacing [mvp] mode to dual chamber pacing [ddd] mode with ventricular pacing, the right ventricular [rv] lead was not capturing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.